Event description:
It was reported that during pre-cardiopulmonary bypass of the device for a cardiopulmonary bypass (cpb) procedure, after a power outage, the battery indicator turned red and power never returned to the system. The system was green before power outage. The case did not use the perfusion system. The pt's condition was corrected without the use of the machine. As a result, an alternate device was employed. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the pt.

Manufacturer narrative:
Customer does not want service by the MFR. They have a third party perform repairs and preventative maintenance (pm) and will replace the batteries to correct reported problem.